Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: 7076028. Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial (B)(4); batch: 16740661/ 16780955.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices were not returned.